Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission of back-up operation alert. Upon interrogating the implantable cardioverter defibrillator in clinic during follow-up, the back-up operation was confirmed. It was suspected that the cause of the backup was due to the merlin at home transmitter. The device was restored. There were no adverse consequences to the patient and would continue to be monitored.